Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the aortic position. The 26mm sapien 3 ultra valve became stuck in the blue portions of the 14f esheath plus, the 26mm commander delivery system nose cone was within an inch of exiting the sheath. Despite multiple efforts, valve was unable to be advanced. Sheath, valve and delivery system were successfully removed as one unit. A 16f esheath was used to mitigate oozing from previous 14f esheath insertion. The 16f esheath went in smoothly and appeared to do so without incident. A new 26mm sapien 3 ultra valve and 26mm commander delivery system was deployed to complete the procedure. There were vascular complications (vessel dissection from calcium) requiring cfa vascular repair, likely from the force exerted to insert the valve through the 14f esheath. Patient was alive at the end of the procedure.

Manufacturer narrative:
Investigation is underway.

Event description:
Additional information: the 26mm commander delivery system and 26mm sapien 3 ultra valve were inserted through the 14f esheath at an angle that caused the sheath to kink. The 26mm sapien 3 ultra valve became stuck in the blue portions of the 14f esheath plus, the 26mm commander delivery system nose cone was within an inch of exiting the sheath.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and engineering evaluation findings. Sections: b5, e1, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was received for review. 3mensio imagery was provided and the following were observed: undersized vessel region (greater or equal to 5.5mm minimum luminal diameter required for use of 14f esheath plus). Tortuosity present in the patients right access vessel. The degree of tortuosity was reported to be mild. Calcification present in the patients right access vessel. The degree of calcification was reported to be moderate. Regarding the reported injury, per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well recognized complication of the transfemoral thv procedure in this elderly population with multiple co morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre procedure screening and assessment of the femoral iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral iliac vessels that are not amenable to the trans femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Investigation results suggest indicate calcification in the vasculature may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion advancement through the sheath and potential valve frame damage using the s3u s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and or steep insertion angle. In addition, valve frame and or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported event for resistance between system components was unable to be confirmed as no device and or relevant imagery were provided. Available information suggests patient factors (undersized vessel, calcification) and or procedural factors (insertion angle) likely contributed to the event as undersized vessel and calcification were observed in the patients right access vessel. Additionally, it was reported that the patient had moderate degree of calcification and delivery system and valve inserted through the sheath at an angle that caused the sheath to kink. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. The reported event of the sheath kink was unable to be confirmed as no device and or relevant imagery were provided. Available information suggests patient factors (undersized vessel, calcification) and or procedural factors (insertion angle) likely contributed to the event as undersized vessel and calcification were observed in the patients right access vessel. Additionally, it was reported that delivery system and valve inserted through the sheath at an angle that caused the sheath to kink. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and or tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.